Manufacturer narrative:
Additional information was received indicating no additional treatment/intervention was required as a result of the reported malfunction. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
As reported through fredx pas clinical study: per corelab image read of the 6-month fu imaging performed on (B)(6) 2024, "proximal foreshortening" of the fredx stent was reported. No report of injury to the patient.

Manufacturer narrative:
This supplemental report is submitted to provided additional information received and investigation conclusion. Additional information was received. The hospital confirm the intended lesion was still covered despite the stent shortening. There was no concern about the stent shortening. No issues were noted during index procedure. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
As reported through fredx pas clinical study, the flow diverter stent was used to treat a patient for right superior hypophyseal aneurysm embolization. Reportedly, at 6-month follow-up imaging on (B)(6) 2024, proximal foreshortening of the stent was reported. Patient outcome indicated as: mrs was 1 at baseline, and 0 at the 1-year follow-up on (B)(6) 2025. Additional information was request but has not been received.